Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source image and lights flickered when the user hot swapped the scope. The issue was noted to be intermittent. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was noted that the site did not shut down the scopes prior to swapping them. The site was advised to power down the system when connecting and disconnecting any scopes. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.